Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and genital haemorrhage had not resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Discrepancy noted in essure insertion date, according to initial version it is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding for months"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and pelvic pain ("pelvic cramping"). The patient was treated with surgery (supracervical hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and genital haemorrhage had not resolved, the vaginal haemorrhage, dysmenorrhoea, metrorrhagia and pelvic pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Discrepancy noted in essure insertion date, according to initial version it is (B)(6) 2014. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013, (B)(6) 2013 plaintiff received treatment for pain: dysmenorrhea (cramping), bleeding: general abnormal bleeding, metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 25-nov-2019: plaintiff fact sheet received- new event pelvic cramping added. Outcome of menorrhagia updated to recovered . New reporter, height were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (supracervical hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and genital haemorrhage had not resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Discrepancy noted in essure insertion date, according to initial version it is (B)(6) 2014. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013. Plaintiff received treatment for pain: dysmenorrhea (cramping), bleeding: general abnormal bleeding, metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Event: metrorrhagia (bleeding b/w periods) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (undergo a partial hysterectomy with removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower and genital haemorrhage had not resolved. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.